Manufacturer narrative:
Unit received with partial white display due to severe corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to partial white display. Unable to verify audio/vibrate/absence of alarm anomalies due to partial white display. No belt clip received with unit. Unit received with corroded force sensor assembly and moisture damage on motor assembly.

Event description:
It was reported that the insulin pump had cosmetic damage at the side of pump screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.